Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and reviewed possible evaluation options. It was confirmed that the out of range measurements occurred while the patient was undergoing a procedure, likely due to electromagnetic interference (emi). Ts recommended additional evaluation options. This ICD system remains in service. No adverse patient effects were reported.